Event description:
It was reported that pump experienced malfunction alarm code 16 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset information, and successfully reset pump with assistance, customer was advised to continue using the pump.